Event description:
It was reported that the patient observed glucose readings on her iphone but none on the ilet, and it was identified that the libre 3 plus sensor had been paired to the libre app instead of the ilet mobile app, resulting in the sensor being in use by another device. Symptoms included no reported adverse health effects and no alerts or alarms from the ilet. Outcomes included education on correct pairing, deletion of the third-party app, sensor replacement, successful activation via the ilet mobile app, communication of the warmup period, and transfer to the sensor manufacturer for replacement. Investigation included remote troubleshooting and user guidance to re-pair the sensor to the ilet. Investigation of this case revealed that the device was functioning as designed and that incorrect app pairing led to data not being available on the ilet. It was concluded, based on previously established findings for similar reports, that user setup error was the likely cause.